Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, after connecting all the leads, the right ventricular defibrillating impedance was undefined even after putting the device in the pocket. The physician connected and reconnected the leads with no change. The device was removed and the right ventricular lead was implanted with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.